Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The initial reporter originally complained of an unspecified error on their coaguchek xs meter serial number (B)(4). While performing a display check, the top left segment of the first eight was missing. This display error could lead to the misinterpretation of patient results. The display check should have three 8's, "888", displayed without any missing segments. There was no allegation of an adverse event. There was no medical treatment received. There was no allegation of any incorrectly interpreted results. The customer's meter has been returned. The investigation is currently ongoing.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The test strip area and the test strip contacts are blood-stained. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.